Event description:
Customer uses product to hold insulin set, places iv3000 on skin, inserts infusion set through dressing, no additional dressings used. Dressing is not adhering well, infusion set dislodged and blood sugar was controlled by insulin.